Event description:
The following has been reported: nurse reported: there was fluid leaking from the bottom of the cassette on the tubing. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil was as corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem" was detected in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. Microscopic examination was performed, and a crack was observed at the secondary port due to an over insertion of the valve activated luer. An underwater leak test was performed, and it was observed that bubbles came from the secondary port confirming the leak. The customer complaint is confirmed. The reported leak could be related to over-insertion of the secondary port or leak at the primary line due to insufficient solvent. An internal investigation was opened to mitigate this reported failure. The batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.